Event description:
Patient reported right side rupture diagnosed via MRI. Healthcare professional later reported right side capsular contracture baker grade iii. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Manufacturer narrative:
Visual analysis of the photographs identified: device photograph(s) for the device related to the reported event of rupture and capsular contracture was reviewed on june 30, 2025. It is not possible to determine the lot number and catalog number of the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported right side rupture diagnosed via MRI. Healthcare professional later reported right side capsular contracture baker grade iii. Device has been explanted and replaced with another manufacturer's device.